Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated. The returned device was tested with multiple scopes and a video processor - the image stabilized as expected and no b30 errors were noted. Additional evaluation findings are as follows: 1.) The scope socket latch mechanism was not protecting pins, sticking intermittently. It was determined replacement of the scope socket was necessary to resolve the issue; 2.) An olympus lamp was found, reading at 645+ hours; replacement of the lamp was deemed necessary due to lamp life expired. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred. There was no patient injury, associated with the event, reported to olympus.